Manufacturer narrative:
The account found pins 25-26 were open on the communication cable. Repairs have not been completed.

Event description:
The account alleged the bed will not place a nurse call.